Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user became lost during a supply change, required assistance to resume insulin delivery, and experienced hyperglycemia with blood glucose levels over 400 mg/dl, prompting an outside subcutaneous insulin injection and a temporary suspension of pump insulin delivery to avoid insulin stacking; additional infusion sets were shipped after the user used two teflon infusion sets during the change. Symptoms included hyperglycemia without acute complications. Outcomes included no hospitalization, no professional medical intervention, and continued use of back-up insulin therapy as needed. Investigation included a review of customer-reported event details and product use. Investigation of this case revealed an unclear cause of hyperglycemia with no device alarms reported. It was concluded that the cause of the hyperglycemia could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.